Event description:
Reportedly, on (B)(6) 2024, during the battery replacement of reply 200 dr to eno dr, when removing the ventricular lead (430-07, s/n: (B)(6)) from the device, the physician loosened the screw and slowly pulled it out of the device, but the cathode pin did not pull out, leaving the lead tip in the connector and the conducting wire exposed, making the lead unusable. The ventricular lead was abandoned. A new vega r58 (s/n: (B)(6)) was added and the procedure was completed successfully. The atrial lead was pulled out without any problem by the same method. The physician is requesting an analysis to determine if there was a problem with the removal method and why the lead could not be removed from the device. Both atrial and ventricular leads were implanted with on (B)(6) 1994 ra: 432-03(s/n: (B)(6)), rv: 430-07(s/n: (B)(6)).

Manufacturer narrative:
The investigation of the subject returned device highlighted blood in the lumen of the ventricular connector. Upon reception, once the broken ventricular lead tip was extracted, the subject device paced and sensed normally. The electrical tests were good, and the battery impedance was high, in accordance with the procedure described in the complaint. Blood was found in the connector, around the proximal insert embedded in the subject device connector, and inside the connector. The investigation of the subject device suggests that the introduction of blood into the ventricular connector of the subject device occurred at implantation. During the initial implantation, the physician managed to tighten the lead normally with the screw, without creating connection issue. Therefore, the blood that had been inserted during the initial implantation in the ventricular connector of the subject device is the root-cause of the reported issue: the accumulated blood must have coagulated, providing significant resistance to the lead extraction between the silicone of the lead and the proximal ring of the probe. No general malfunction is suspected on the subject device. This case is retained for trending purpose.